Manufacturer narrative:
The autopulse platform (s/n(B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed there was numerous of faults user advisory (ua) 45 (not at "home" position after power-on) message on the reported event date of (B)(6) 2016. The archive also shows ua 45, ua 07 (discrepancy between load 1 and load 2 too large), ua02 (compression tracking error), ua18 (max take-up revolutions exceeded), ua16 (timeout moving to take-up position) & ua12 (lifeband not present) messages on (B)(6) 2016. "Ua07", "ua02", "ua18", "ua16" & "ua12" messages observed on (B)(6) 2016 are not related to the reported complaint. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. The error messages observed during archive review were not encountered during functional testing. The platform also passed the brake gap, lifeband detect switch and load cell characterization tests. During functional testing, the platform did not exhibit "ua07", "ua02", "ua18", "ua16" & "ua12" messages indicating that the customer was able to clear these messages on (B)(6) 2016. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. After the drive shaft was rotated to home position, the platform passed 15 minutes run-in test with large resuscitation test fixture (lrtf) without displaying any error messages.

Event description:
It was reported that while being used on a female patient, the autopulse platform displayed user advisory (ua) 45 (not at home position after power up/restart) message. The user re-set the shaft to "home" position but after testing the platform again it displayed ua 45 message. The user reset the shaft to" home" position three times, however after a period of use, the platform displayed ua 45 after the unit was power cycled. The patient was then immediately placed on to a second autopulse platform and CPR was performed without any issues. The patient achieved return of spontaneous circulation (rosc). No other information was provided by the customer.